Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported experiencing low blood sugar due to her freestyle blood glucose monitor not working. She reported feeling "clammy and sweaty." Paramedics was called and treated customer with unknown IV shot.